Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: images could not be displayed due to disconnection of the board unit, images could not be displayed due to poor contact of the camera head, scope does not rotate smoothly due to damage to the coupler unit, and incompatible parts are used. Based on the results of the investigation, a definitive root cause could not be identified. A device history review- DHR of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head was unable to recognize any picture. There were no reports of patient harm associated with the event.